Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a loss or change of therapy. They woke up on the night prior to the report and had to go to the bathroom. When they tried to use the patient programmer (pp) to adjust the setting, they were getting a message and wasn't sure what it meant. It was noted that they did not feel stimulation. After syncing, the pp screen showed the therapy was off. They turned it on and was at program 4 at 1.4 volts (v). They increased the stimulation to 1.5 v and stated that they knew what to do. The situation was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.